Event description:
It was reported that during a lead revision, silicone sealing ring came off on torque wrench. The physician thought setscrew came out as well and did not want to reimplant. The device was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of setscrew anomaly could not be confirmed. As received, v tip septum was not returned with the device. Examination of v tip septum cavity found blood body fluids. No further analysis could be performed. The device was tested and no electrical anomalies were found.